Event description:
The patient reportedly experienced loss of sound with his internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The patient continues to be monitored and a date has been scheduled to test the device.